Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no deliver. Customer stated he replaced the reservoir, infusion set, and battery. Customer states the insulin pump will last about an hour and then it will alarm no delivery again. Customer's blood glucose was 200 mg/dl. Troubleshooting was performed for no delivery and customer was advised the alarm was caused by an infusion set/reservoir occlusion. The customer is not returning the reservoir for analysis.